Event description:
It was reported that the patient experienced recurrence of stress urinary incontinence in (B)(6) 2020. Therefore, an artificial urinary sphincter (aus) replacement surgery was performed and a dysfunction of the pressure regulating balloon was noticed; it was empty and leaking. All components were removed and replaced with a new aus system. No malfunction was observed in the cuff.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Investigation summary: with all the available information, boston scientific concludes that the reported pressure regulating balloon was confirmed. A tear was identified in the balloon shell. In addition, urinary incontinence is included as a potential adverse event in the product labeling. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the balloon component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the balloon shell with significant avulsion. The damage appears to be consistent with bulging and fatigue. The balloon was not functionally tested because of the identified damage. In addition, the cuff and pump components were visually inspected, microscopically examined, tested for leaks and no abnormalities were noted, no leaks were identified. Product analysis confirmed the reported fluid leak. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary incontinence is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced recurrence of stress urinary incontinence in (B)(6) 2020. Therefore, an artificial urinary sphincter (aus) replacement surgery was performed and a dysfunction of the pressure regulating balloon was noticed; it was empty and leaking. All components were removed and replaced with a new aus system. No malfunction was observed in the cuff.